Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between (B)(4), 2008 and (B)(4) 2010 of complaints for add'l reportable events. On (B)(4) 2009, a field service engineer (fse) visited the site to evaluate the instrument. The fse replaced the fittings on top of the deferential pumps. He adjusted the pump volumes to mid-point and replaced pak lyse delivery line and the flowcell diff sample line. He replaced pak preserve pb tubing at vl-45 as the tubing was not threaded through the pinch valve properly. The fse cleaned dried saline residue that had collected on the ttm (triple transducer module) plates and laser. He re-aligned the flowcell and then centered the light scatter sensor. He cleaned the inside laser, cleaned and lubricated the probe wipe worm gear and sensors. The fse adjusted the diff sample pressure. It was also noted that the lh750 was configured to report nrbc% and nrbc#. When the instrument is configured in this manner nrbc suspect flagging is suppressed. Although requested, raw data from testing this pt sample was not provided for analysis. The root cause of the erroneous results is unk, but may be related to analyzer hardware that was serviced and replaced.

Event description:
The customer reported that the lh750 hematology analyzer failed to detect and report the presence of nucleated red blood cells (nrbc) on one pt sample. The results of the testing were accompanied by instrument-generated messages for platelet clumps, variant lymphocytes and immature neutrophils; however, there were no flags regarding the presence of nrbc. The customer performed a manual differential because of the test result flags from the analyzer. There were 11 nrbcs (per 100 white blood cells) counted on the manual blood smear. The customer believed the manual count to be correct. There were no erroneous results reported out from the lab. There were no changes to pt treatment associated with this event.